Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Describe event or problem: correction "it was reported that the receiver had no audio output." Event problem and evaluation codes: correction (B)(4).

Event description:
It was reported that the receiver had intermittent audio output.